Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Insulin pump had dog chew marks on case and keypad overlay noted. Insulin pump had a broken belt clip slot and cracked case at the lcd window corners.

Event description:
It was reported by the customer that their insulin pump had been damaged. Customer stated that their dog attacked the device and the keypad is chewed.. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 116 mg/dl at time of reporting. Nothing further reported.